Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient complained of instability. The surgeon opened the patient, explanted the poly, cleaned and replaced with a new poly, then went on to tka on other knee.